Event description:
During evaluation of a sterile unused proglide device, deployment failed. The posterior needle tip was ejected from the shank, but the needle failed to engage with the posterior cuff. The failed posterior needle-to-cuff engagement caused the anterior cuff to disengage from the anterior needle tip during removal of the needle plunger. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: this incident represents one unused device returned in which a deployment issue occurred during testing in association with a reported suture retrieval issue. The returned unused device was tested. Functional testing was performed, during evaluation of the sterile, unused proglide device, a deployment failure occurred. However evaluation concluded the failure was likely due to testing error as a trajectory test was performed on the device, and fully passed, confirming the likely influence from the chamois material used during the test. No device malfunction was confirmed on the returned device. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot was not required as there was no indication of a product quality deficiency. As the analysis indicated no issues, there is no deficiency in this case. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Device testing identified a cuff miss which was caused by improper testing technique. Error in testing prompted the initial medwatch report. Further analysis revealed the device functioned correctly, the testing error was the only reason device was reported.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.